Event description:
It was reported the patient experienced an infection. The pt's right side was painful. The pt was treated with antibiotics and gradually getting better. The pt felt good stimulation on both sides. Add'l info has been requested from the hcp, but was not available as of the date of the report. Refer to medwatch report #